Event description:
St. Jude medical found out of three cases of thrombotic occlusion in the literature obtained in april 16, 2012 from a clinical experiences of graft on chronic hemodialysis patients. After the occlusion occurred, the connection was re-created by connecting the patient's own blood vessels together, and the patient continued to undergo hemodialysis without any incident but expired of pneumonia.

Manufacturer narrative:
The reported event was from an observational study for a fem-pop bypass with a flared-end graft. A device history record review was performed and the device was found to have met all specifications. The sterilization records were reviewed and there were no deviations found during the process. Review of complaints does not show any similar reports related to a device failure. The report stated that the physician did not believe that the event was related to the product. The other reports are: 1219977-2014-00071 and 1219977-2014-00072.